Event description:
A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2009 it was noted that the filter had migrated. On (B)(6) 2015 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On this same day the filter was attempted to be removed, but this was unsuccessful.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2009 it was noted that the filter had migrated. On (B)(6) 2015 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On this same day the filter was attempted to be removed, but this was unsuccessful. It was further reported that on (B)(6) 2009 that the patient underwent a procedure for insertion of the ivc greenfield filter due to a diagnosis of severe deep venous thrombosis, left iliofemoral. It was noted post filter placement that the filter was very stable and in place. The patient was stable post procedure and tolerated the procedure very nicely. On (B)(6) 2015 the patient was referred to be examined as it was noted that the ivc filter was in the retrohepatic inferior vena cava with the tip neat the junction with the right atrium. This is asympotomatic and has been reported on a recent chest x-ray. She was referred during the asymptomatic state for consideration of removal of the malpositioned ivc filter. It was noted that the patient experienced couching and shortness of breath while at rest and laying flat. Additionally, the patient experienced chest pains at rest with palpitations. The physician examined CT and chest x-rays before the patient illness in 2009. The review revealed the ivc filter to be located within the retrohepatic inferior vena cava. The assessment plan was to attempt to remove the filter despite it being mentioned that it is not a retrievable filter. The patient underwent a procedure to remove the filter. The physician attempted to snare the filter, but it was unsuccessful as there was not a hook at the tip of the filter. A glidewire was used to hoop around the filter to remove it but that was also unsuccessful. The patient was woken up and taken to the recovery room in satisfactory condition. The patient seemed to tolerate the procedure well.